Manufacturer narrative:
Additional devices included on this report are as follows: catalog #dsf1633; serial#: (B)(4); UDI #: (B)(4). Catalog #dsf1833; serial#: (B)(4); UDI #: (B)(4). Catalog #rlt281218j; serial#: (B)(4); UDI #: (B)(4). Catalog #plc271000j; serial#: (B)(4); UDI #: (B)(4). Catalog #pla280300j; serial#: (B)(4); UDI #: (B)(4), which are captured in manufacturer report #3007284313-2020-01072. Catalog #ceb231210a; serial#: (B)(4); UDI #: (B)(4). Catalog #hgb161207a/ serial#: (B)(4); UDI #: (B)(4). Which are captured in manufacturer report #3013164176-2020-01042. Catalog #mob37/ serial#: (B)(4); UDI #: (B)(4). According to the gore® dryseal flex sheath instructions for use (IFU) adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction, and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm, a common iliac artery aneurysm, and an internal iliac artery aneurysm using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses, and gore® dryseal flex sheaths as accessories in the procedure. It was reported that the patient's aorta had severe degeneration, and was extremely friable (shaggy). It was also noted that the patient's left internal iliac artery had been embolized as a preventative measure about 1 month prior to this procedure. The procedure was completed with no reported issue. It was reported that on the same day the patient developed post-procedure paraplegia. The physician noted that the patient's left internal iliac artery had been embolized to prevent paraplegia, but paraplegia occurred anyway. The physician reported that it was possible that thrombus or something similar may have been scattered due to the patient's shaggy aorta. Spinal drainage was performed. It was reported that the patient is undergoing hyperbaric oxygen therapy and taking naloxone and steroids. Reportedly the patient is also undergoing walking rehabilitation. On september 8, 2020 it was reported that the patient's right leg was gradually becoming able to move.